Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7089332. UDI: (B)(4).

Event description:
It was reported that patient had infection at the incision sites and there was a puss on the incisions. The patient was placed on antibiotics and was doing well. The patient also underwent a spinal cord stimulator (scs) where in all devices were removed. The explanted device will not be return as it was discarded at the facility.